Event description:
A complaint was reported of "paint pain" at the pocket site. The physician determined that the ipg had shifted and was sitting on a nerve. The pt was treated with injection therapy and is reportedly doing well.

Manufacturer narrative:
This is a final report.